Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that, approximately ten years and two months post index procedure, a CT revealed the aneurx stent graft had migrated distally 3 cm. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
The notify date on the initial MDR was updated to 2016-apr-18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a CT revealed that there was a proximal type I endoleak. The physician noted that there was severe proximal neck angulation. The distance from the lowest renal artery to the migrated aneurx stent graft measured 62 mm in length.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.